Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated and "appears to be along the pelvic side wall."') In a 30-year-old female patient who had essure (batch no. B30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (in (B)(6) 2013) in (B)(6) 2013 and genital bleeding (starting in (B)(6) 2013) in (B)(6) 2013. Before essure the patient´s menstrual periods were normal and would typically last three days, even while she was not using birth control. Previously administered products included for an unreported indication: birth control nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("worsening pain"), abdominal pain ("severe abdominal pain/pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("menstrual periods were extremely painful"), genital haemorrhage ("bleeding/abnormal bleeding") and heavy menstrual bleeding ("menstrual periods, are twice as long"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: on 21-jan-2014, the patient reported: "she is still bleeding since the birth of her child in (B)(6) 2013. The medical records showed that she was prescribed oral contraceptive pills to attempt to treat the bleeding. On (B)(6) 2014, medical records showed that she stated she was still bleeding daily, despite being prescribed oral contraceptive pills. On (B)(6) 2015, the patient was presented with complaints of painful menses she has suffered for over three years. 3 trailing coils noted on right and 7 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: results: demonstrated bilateral tubal occlusion. Lot number: b30426; manufacturing date: 2012-05; expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated and "appears to be along the pelvic side wall."') In a 30-year-old female patient who had essure (batch no. B30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (in (B)(6) 2013) in (B)(6) 2013 and genital bleeding (starting in (B)(6) 2013) in (B)(6) 2013. Before essure the patient´s menstrual periods were normal and would typically last three days, even while she was not using birth control. Previously administered products included for an unreported indication: birth control nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("worsening pain"), abdominal pain ("severe abdominal pain/pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("menstrual periods were extremely painful"), genital haemorrhage ("bleeding/abnormal bleeding") and heavy menstrual bleeding ("menstrual periods, are twice as long"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the patient reported: "she is still bleeding since the birth of her child in (B)(6) 2013. The medical records showed that she was prescribed oral contraceptive pills to attempt to treat the bleeding. On (B)(6) 2014, medical records showed that she stated she was still bleeding daily, despite being prescribed oral contraceptive pills. On (B)(6) 2015, the patient was presented with complaints of painful menses she has suffered for over three years. 3 trailing coils noted on right and 7 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: demonstrated bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, lot number added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated and "appears to be along the pelvic side wall."') In a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (in (B)(6) 2013) in (B)(6) 2013 and genital bleeding (starting in (B)(6) 2013) in (B)(6) 2013. Before essure the patient´s menstrual periods were normal and would typically last three days, even while she was not using birth control. Previously administered products included for an unreported indication: birth control nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("worsening pain"), abdominal pain ("severe abdominal pain/pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("menstrual periods were extremely painful"), genital haemorrhage ("bleeding/abnormal bleeding") and menorrhagia ("menstrual periods, are twice as long"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the patient reported: "she is still bleeding since the birth of her child in (B)(6) 2013. The medical records showed that she was prescribed oral contraceptive pills to attempt to treat the bleeding. On (B)(6) 2014, medical records showed that she stated she was still bleeding daily, despite being prescribed oral contraceptive pills. On (B)(6) 2015, the patient was presented with complaints of painful menses she has suffered for over three years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: demonstrated bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil migrated and "appears to be along the pelvic side wall."') In a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (in (B)(6) 2013) in (B)(6) 2013 and genital bleeding (starting in (B)(6) 2013) in (B)(6) 2013. Before essure the patient´s menstrual periods were normal and would typically last three days, even while she was not using birth control. Previously administered products included for an unreported indication: birth control nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("worsening pain"), abdominal pain ("severe abdominal pain/pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("menstrual periods were extremely painful"), genital haemorrhage ("bleeding/abnormal bleeding") and menorrhagia ("menstrual periods, are twice as long"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, the patient reported: "she is still bleeding since the birth of her child in (B)(6) 2013. The medical records showed that she was prescribed oral contraceptive pills to attempt to treat the bleeding. On (B)(6) 2014, medical records showed that she stated she was still bleeding daily, despite being prescribed oral contraceptive pills. On (B)(6) 2015, the patient was presented with complaints of painful menses she has suffered for over three years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: demonstrated bilateral tubal occlusion. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case became serious incident. Event device dislocation updated as medically significant. New event added- worsening pain. Event- genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.